Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she changed the sensor and could not see find the cannula. Customer was not sure if the cannula stayed in, or if the needle was in the skin. Customer did not have the sensor anymore. Customer did not remember blood glucose level. No further information provided.